Event description:
This is a report of a flo-gard device with a failure code 38. The reported condition occurred during power up in the biomed service department. There was no patient involvement, injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer?s reported condition of a flo-gard infusion pump with failure code f38 was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be a defective force sensing resistor (fsr). Both fsrs were replaced to fix the reported condition.

Manufacturer narrative:
The device has been received by baxter for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).